Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate the repair the suspect device. The carefusion fsr ran transducer calibrations, performed ovp (operational verification procedure) and reported no alarms or errors. The carefusion fsr reported the unit meets all factory specifications.

Event description:
The customer reported while using the vela ventilator; when powered up, the unit is showing xdcr (transducer) fault, low ve (minute ventilation), low pip (peak inspiratory pressure), and will not ventilate. There is no report of patient involvement associated with the event.